Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, concentric, moderately tortuous, de novo unspecified vessel the 3.0 x 8 mm nc tenku balloon dilatation catheter (bdc) was used for post-dilatation and during the first inflation attempt between 12 and 15 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. A second bdc was used and the procedure was completed without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.